Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, additional manufacturer narrative. Additional information: suspect products,reporter name and address, type of report: follow up, type of report: follow up,if follow-up, what type? Additional information/correction, event problem and evaluation codes. The biomedical engineer stated that his clinical staff reported that the unit is overheating and the screen is not properly working. The biomedical engineer stated that he had the unit running on for 2 hours and he has not noticed any unusual heat. The screen is distorted when powered up but goes away after tapping the top. Nihon kohden technical support contacted the biomedical engineer to ask if he will be sending the unit in for repair. The biomedical engineer stated that the unit was taken out of service then tested for an extended period of time. The reported issue could not be duplicated. The biomedical engineer has put the unit back in service and no issues have been reported.

Manufacturer narrative:
The biomedical engineer (bme) stated that his clinical staff reported that the unit is overheating and the screen is not properly working. The bme stated that he had the unit running on for 2 hours and he has not noticed any unusual heat. The screen is distorted when powered up but goes away after tapping the top. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) stated that his clinical staff reported that the unit is overheating and the screen is not properly working.